Event description:
Info received indicates the bed is alarming due to fluid ingress into the left siderail ucm board.

Manufacturer narrative:
The technician replaced the left ucm board to repair the bed.